Event description:
This rv lead was implanted on (B)(6) 1994 and was capped (B)(6) 2016 due to fracture. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).